Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device and duplicated the reported event. The fse isolated the issue to an internal fault within the gas delivery engine (gde) the fse replaced the gde and performed the operational verification of the device . Having met manufacture specifications, the device was return to the customer. Failure investigation: at this time, vyaire failure analysis laboratory has received the suspect gde but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported an intermittent "circuit occlusion" alarm, on this ventilator device. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found no anomalies with the gde. The investigation did duplicate the customer event during the performance and manufacture testing. The alarm conditions and device behavior has been identified with a railed inspiratory pressure transducer component on the transducer communication alarm (tca) assembly within the gde. The root cause is associated with a material issue of the inspiratory pressure transducer. Vyaire will track and trend this reported issue and internally investigate the situation.